Event description:
Information was received based on review of a journal article titled, "long term results of liner polyethylene cementation technique in revision for peri-acetabular osteolysis" which aimed to evaluate the clinical and radiographic long term results of cementing a liner into a fixed acetabular component using a ringloc inserter manufactured at biomet warsaw. The study was conducted over a period of 4 years, between november 1999 and october 2003. 40 hips in 37 patients underwent a cemented revision of the poly liner. A previous report recorded earlier results with these patients. Compared to the initial report, one patient had died and three were lost to follow-up leaving 33 patients with 36 hips. 19 hips used a ringloc insert (manufactured by biomet) and 17 hips used a zimmer product. The mean age at revision was 61 years performed at a mean of 7 years after initial procedure. After the revision in which the ringloc inserter was implanted, 4 hips were re-revised. One (1) patient suffered an atraumatic acetabular fracture treated with a hip revision which later developed deep infection necessitating a 2-stage revision. One (1) patient underwent femoral revision for loosening 6 years after the liner cementation surgery. One (1) patient underwent acetabular revision due to loosening 9 years after procedure. One (1) patient underwent revision for long-standing dislocation comprising an open reduction and liner augmentation 2 months following the liner revision. Six (6) patients experienced a dislocation, 3 in the immediate post op and 3 months to years later. 1 patient underwent revision. Three (3) patients were diagnosed with pulmonary embolism. Three (3) patients were evaluated for pain and had a suspected acetabular cup loosening. At 11 years follow-up, there was no dislocation of the cemented liner from the shell. In conclusion, liner cementation technique in revision hip surgery is useful in patients with a well-fixed metal backed acetabular component.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by gurion rivkin in the journal of arthroplasty (2015) doi: 10.1016/j.arth.2015.01.041. Manufacture date ¿ unknown. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.

Manufacturer narrative:
(B)(4). This supplemental report is being submitted to address only one event of the article. The following fields have been updated with additional/ updated information.customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.this report is being submitted late as it has been identified in remediation.

Event description:
One patient was identified in the article that underwent femoral revision for loosening 6 years after the liner cementation surgery on an unknown date. There has been no further information provided and the patient outcome is unknown. All other events will be reported in individual records which will be linked to this parent record